Event description:
It was reported that, ¿pt had loose femoral and acetabular components. Revised to a gap cage with a cemented al poly 44 mm constrained liner, gmrs proximal femur with a 13x203 cemented boned stem and a 22mm standard head.¿

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-4-222 lot # 62018 description: 22.2mm + 3mm v40 head. Cat # 2099-3254, lot # 82781301 description: unk constrained liner. It cannot be determined which, if any of these devices may have caused or contributed to the pt¿s event.